Manufacturer narrative:
Investigation: investigation summary: bd molecular quality previously investigated an end user, affirm atts glass user injury (finger puncture) during dispense of specimen at an affirm testing facility. It was confirmed that the end user found glass in the specimen collection tube. Quality investigation required review of the affirm atts package insert and affirm collection poster. Per review of the affirm package insert & collection poster, it was determined that the affirm collection site was not following the affirm atts package insert or affirm collection poster instructions. The collection site was crushing the atts glass ampule (as instructed), opening the atts cap and pouring the glass into the affirm sample collection tube (not instructed). The affirm package insert and affirm collection poster does not instruct collection sites to open the atts vial and pour the glass into the collection tube. Bd has completed an update to the affirm collection poster to provide further clarification on the instructions of use with affirm atts. Bd molecular quality will continue to closely monitor for trends associated with affirm atts glass injury. Investigation conclusion: not confirmed. Customer education issue. Root cause description: off-label use.

Event description:
It was reported that a technician experienced a puncture from glass from a bd affirm¿ vpiii ambient temperature transport system during the filtering step of the process.